Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up in the middle of the night, she found that the infusion set tubing unglued and came apart. The site location was patient's upper left thigh. The pump was worn on in the middle of her waist band. The infusion had been in use for 3 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.